Event description:
Male patient weighing less than (B) (6) pounds was placed in a bariatric bed with all four side rails up. The bed had an air mattress. The patent fell through the gap between the top and bottom side rail hitting his head. He required a CT scan which revealed an increase in soft tissue swelling. He required a higher level of care. Recommendation: bed safety guidance be applied to bariatric beds. Measurements should be modified to include bariatric proportions.